Event description:
Note: this report pertains to one of three complaint devices used in the same procedure. Manufacturer report # 3005099803-2015-00484 addresses the first flexima biliary stent used in the procedure. Manufacturer report # 3005099803-2015-00493 addresses the second flexima biliary stent used in the procedure. Manufacturer report # 3005099803-2015-00549 addresses the third flexima biliary stent used in the procedure. It was reported to boston scientific corporation that a flexima¿ 8.5fr/7cm biliary stent and two flexima¿ 8.5fr/5cm biliary stents were used during an endoscopic retrograde cholangiopancreatography (ercp) and stenting procedure performed on (B)(6) 2014. According to the complainant, during introduction of the first stent (flexima¿ 8.5fr/7cm), the physician had difficulty advancing the device into the scope. A flexima¿ 8.5fr/5cm was then used, however, the device had difficulty advancing through the anatomy and subsequently, the device was unable to be deployed. A second(flexima¿ 8.5fr/5cm) was then used, however, this stent also had difficulty advancing through the anatomy and subsequently, the device was unable to be deployed. The device was withdrawn and the procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "stable." Investigation results revealed that the stent was kinked, therefore this event has been deemed an MDR reportable event.

Manufacturer narrative:
Investigation result of stent kinked. Stent was loaded into the delivery system when received. A visual evaluation found that the stent was kinked at the base of the proximal barb and was bent near the distal end. The suture was found broken and hung in the push catheter suture hole. There was no damage to the suture hole. The push catheter was bent in several locations. A functional evaluation was performed. When the device was advanced through the scope, resistance was encountered due to an interaction between the bends in the stent, the push catheter, and the working channel. With effort and maneuvering, the stent could advance through the scope. The investigation concluded that inserting too much working length at once could cause kinks in the device and would become difficult to advance into the scope. Efforts made to advance the device possibly caused further complications such as bending in push catheter and breaking the suture. Therefore the most probable root cause is 'operational context.' A search of the complaint database revealed that no similar complaints exist for the specified lot. The device history record review found the device met all manufacturing specifications.